Event description:
It was reported that a patient was experiencing some atrial fibrillation (afib) so the doctor felt they should "shock him into rhythm". When the patient went to the appointment, the nurses put the 'stickers' on the patient. The patient's wife turned off the dbs and they proceeded with the shock. After the cardioversion, the healthcare provider (hcp) was unable to connect to the patient's dbs, kept getting "searching for device" message and the dbs device would not turn back on. They mentioned they were able to turn the ins on/off for an EKG with no issues prior to the defibrillation procedure. The patient's wife contacted the manufacturer and found that protocol was 8" from the device. Review from a manufacturer representative (rep) noted the 'stickers' placed were closer than 8", feeling it was closer to 3". As of that evening on jan-14, the patient was in the intensive care unit (ICU) and was sedated due to their advanced state of parkinson's and the thrashing that would result without their dbs. A replacement was scheduled for thursday. The patient's wife was concerned about the length of time under sedation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the implantable neurostimulator (ins) was explanted and the issue was resolved. The ins was located on the left side of the chest.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.